Event description:
It was reported that, "due to the loosening of the stem and pt complaining of pain, the stem was removed as well as the liner. We replaced the stem with the implants listed above and put in a new liner."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.